Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes clinical supervisor that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The insulin pump will not be returned for analysis.